Event description:
It was reported that three months after implant, the patient developed methicillin-resistant staphylococcus aureus (mrsa) bacteremia, endocarditis, and vegetation on the right ventricular lead. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, (B)(6) 2014; dtbb1d4 ICD, (B)(6) 2014. (B)(4).